Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction on fields: e2, e3 and g2 (company representative was inadvertently selected in the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, the observed error patterns suggest that the cause of the broken light guide is likely due to excessive use. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light guide post came off the telescope. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a missing sealing ring. Furthermore, the following additional issues were identified during inspection: dents on outer tube, debris under cover glass, debris under the eyepiece window, broken lens in optical system, and minor faded laser marking on model ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.